Event description:
A physician inserting a micro-introducer catheter into a patient's radial artery for hemodynamic monitoring. Upon attaching the transducer tubing to the catheter hub, the catheter hub separated from the catheter shaft. The catheter shaft remained in radial artery with about 1mm of plastic exposed above the surface skin. A new micro-introducer kit was brought and the wire gently advanced through the shaft of the broken catheter. Using hemostats, the broken catheter was removed over the wire. Then another catheter was advanced over the wire for hemodynamic monitoring. No untoward patient effects.